Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of approximately 40 mg/dl or above. Low bg causes were not known. A third party provided assistance and the customer consumed carbohydrates to address bg. The customer declined to perform further troubleshooting with tandem technical support.